Event description:
Patient was seen in clinic and presented with high lead impedance and has since been referred to surgery. No patient trauma or manipulation was reported. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent lead revision surgery. The explanted lead has not been received by product analysis to date.